Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical causes for this type of event include issues with sample quality, insufficient analyzer maintenance, or an issue causing the pipetting of insufficient sample volume.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys tsh assay results for four patient samples. Patient 1 initial result was 0.018 uui/ml and the repeat result on (B)(6) 2017 was 1.26 uui/ml. The following samples were initially tested and repeated on (B)(6) 2017. Patient 2 initial result was 0.015 uui/ml and the repeat result was 3.14 uui/ml. This patient was a (B)(6) male. Patient 3 initial result was 0.017 uui/ml and the repeat result was 2.43 uui/ml. This patient was a (B)(6) female. Patient 4 initial result was 0.012 uui/ml and the repeat result was 4.48 uui/ml. This patient was a (B)(6) male. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 226376. The expiration date was requested but was not provided.